Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratches or damage on the display, rainbow effect making it hard to read. No harm requiring medical intervention was reported. The customer stated that insulin pump had battery life diminished from the 1st day, some batteries lasting less than 7 day, hearing unusual noises different from the normal rewind noises, had to rewind more than once and rewind was slower. Customer received unexplained no delivery alarm. The device will not be returned for analysis.